Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same system and on an alternate dimension vista 500 system, and higher vanc results, considered correct were obtained. The higher vanc result obtained from the same system was provided on a corrected report. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vancomycin (vanc) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc has reviewed the information provided by the customer. Quality control results were within the customer's expected ranges and no issues were noted with other patient samples indicating that the dimension vista 500 system and vanc assay were performing acceptably. Repeat of the same sample yielded expected results. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.